Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and defective dso sensor. Review of event history logs was not applicable. Functional testing was not performed as the reported issue was confirmed via visual inspection; found defective dso sensor due to big air bubble on dso seal. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device cassette clipping/detection was defective. It is unknown if there was patient involvement, no adverse patient effects were reported.